Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8979p dx swivelock anchor began to beak and it was removed. Case was completed using a 4.5mm bio-composite swivelock anchor without further issues. This was discovered during a inter-cuneiform instability in a lisfranc internal brace on (B)(6) 2022

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.